Event description:
On (B)(4) 2012, the reporter contacted animas stating that the patient has been having issues with the keypad. The keypad was reportedly peeling after the reported keypad issue. A damaged keypad will permit contamination to permeate the buttons which will have a negative impact on button function. This situation is not likely to result in an adverse event as the damaged keypad should be clearly visible and warns the patient to discontinue using the pump. The owner's booklet instructs the user to call animas customer service if the user suspects that the product is damaged. It was noted that the pump was unavailable for troubleshooting. This complaint is being reported due to the allegation that there was an issue with keypad prior to the reported peeling keypad issue. There was no additional information pertaining to the reported keypad issue.

Manufacturer narrative:
(B)(4): the keypad was found to be fully intact; no peeling or damage was observed. During testing, the up arrow keypad button was intermittently unresponsive; all other buttons responded appropriately. The audio bolus button was torn and intermittently unresponsive; the bolus slug was found to be misaligned. During investigation, evidence of adhesive contamination was found under all key contacts.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.